Event description:
It was reported the customer received a button error alarm. Customer's mother also reported the insulin pump was scrolling when attempting a bolus delivery. The customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms and no display ramping on its own anomaly noted. The insulin pump has cracked case at display window corners, display window, battery tube threads and minor scratched lcd window.